Manufacturer narrative:
No patient injury nor medical intervention was reported. No patient data was able to be retrieved as the customer went on with a new patient and lost the data. Flow rate discrepancies seem to arise when a bag needs to be changed and when this is being done a self test comes up and has to be delayed in the middle of changing a bag. The company is aware of the problem "flow rate discrepancy" and is working on corrections.

Event description:
Per the complainant: "we seem to be having this occuring but not consistent issue with one of our prismaflex machines. The screen where we enter our flow rates is not corresponding with our status screen. When entering patient fluid removal, (flow rate) for example = 210, the status screen is reading pt. Fluid removal as 230. This number "230" is then the number that is being removed from the patient. The nurses have therefore been adjusting the flow rates to calculate for the difference found on the "status" screen.